Event description:
Tkmd safety needle 23g 1in - safety failed 5 times in a single day with appropriate use by provider, leaving used needle exposed. Pt code: 4582. Device code: 1384. Ref reports: mw5177679, mw5177680, mw5177681, mw5177682.

Event description:
Additional information received on 10/24/2025 for mw5177683 to update procode to fmi.